Event description:
Customer reportedly received results of 192 mg/dl and 98 mg/dl within 10 minutes on the aviva system. No actions taken based on the device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.